Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, who confirmed the information with the hcp. They reported that they were unsure if the therapy was effective for the pain in the patient's back and legs after the ins was on and charged up because it hadn't been long enough for the patient to determine that. They reported the patient was scheduled for an appointment with the doctor on (B)(6) 2019, and at that time they would find out how the therapy was working for the patient. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-26. The patient¿s pain has not been resolved. Once again, the stimulator wasn¿t on enough to help out. The patient has forgotten how to charge either device. The patient told the healthcare professional (hcp) that they want it removed because it is too much for them to remember. This information was confirmed with the hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep), who confirmed the information with the patient's healthcare provider (hcp). This was regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2019, the patient started hurting in their back and legs. It was noted that the patient got the ins for their back and spine. Then, around (B)(6) 2019, the ins started acting "crazy", so they met with a manufacturer representative (rep) to have their programming adjusted so they couldn't feel stimulation. After the reprogramming the patient had a return of pain. It was reported the patient had fallen multiple times on and off over the past year. A couple examples were mentioned, which included the patient falling back and hitting a fridge and another time the patient had fallen outside and hit their head. Additionally, since around (B)(6) 2019, after charging the ins for 1.25 hours, the patient has had to sit for 15 minutes before being able to get up and walk around. Even when they would get up, they would still be slumped over when walking, and always uses their cane because their legs and lower back hurt so much. They were redirected to the doctor to discuss the symptoms and programming. It was noted the patient wanted to have their ins removed, and they were discussing with their doctor about getting a pain pump. Follow up was conducted with the rep for clarification. The rep provided clarification regarding what was meant by the "ins was acting crazy". They explained that the ins wasn't working how the patient thought it was supposed to work. It was determined that the ins wasn't charged when the patient thought it was charged. Additionally, it was noted that the patient was/is unable to remember how to charge the ins and they thought charging the programmer was all they had to do. They also were not able to remember how to use their programmer. The rep reported that they had met with the patient on (B)(6) to re-educate the patient on how to recharge their devices. Although the patient had reported they had reprogramming performed, the rep reported reprogramming was never needed nor done because the ins was never on because the patient had not charged the ins after leaving their appointments. The rep has had multiple phone calls and meetings with the patient to continue to assist the patient with the recharging process. They last met with the patient on (B)(6) 2019, at which time the patient was able to remember how to charge the ins and programmer however, the stimulation was still off since their last meeting because the patient was unable to remember how to use their programmer. The rep checked the usage and found that there was 0% usage at their meetings and in the diary because the patient had not remembered how to charge their devices. On (B)(6) 2019, the ins was left on for the patient, and the patient was instructed to leave it on and reminded how to charge the ins. The patient told the rep they received a new programmer but they weren't able to set it up, so they thought it had malfunctioned as well. The rep was able to determine that the programmer was just in the set up screens. Additionally, the rep confirmed that the patient had told them that they had been falling for "years". No further complications were reported or anticipated.